Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an svc (superior vena cava) coil impedance out of range alert due to high and undefined svc impedance on the right ventricular (rv) lead. It was also noted that the rvc (right ventricular coil) has been stable but occasionally going up to seventy ohms. The rv lead remains in use. No patient complications have been reported as a result of this event.